Event description:
A customer reported a signal loss issue while wearing the adc device. As a result, the glucose alarm did not sound and customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable self-treat. Customer received third-party intervention who provided glucogel and orange juice as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.